Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Concomitant medical products: vanguard xp femoral interlok with pegs catalog# 195205 lot# 767990, vanguard xp primary tibial tray-interlok catalog# 195758 lot# 102000, vanguard xp tibial bearing right medial catalog# 195856 lot# 097410. The device was not returned for evaluation due to unknown location. Review of the device history record (DHR) found no deviations or anomalies. Review of complaint history for same or similar issue identified five additional complaints for part (item) number and no additional complaints were identified for part/lot combination. Without the opportunity to evaluate the device, the complaint was not confirmed and root cause could not be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Associated risk table lists "miscellaneous user needs (general post-operative pain )¿. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01146/01147/01149. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported as part of a clinical study that a patient underwent a right total knee arthroplasty on (B)(6) 2014. Subsequently, the patient reported difficulty with performing daily activities, constant limping, and pain that greatly interferred with usual work six months post implant. Attempts have been made and no further information has been provided.